Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated oversensing. The data indicated p-wave measurements of 2.0-2.8mv were within expected range. However, atrial sensing simultaneous with ventricular sensing of r-waves was observed.

Event description:
It was reported that the right atrial (ra) lead dislodged and dropped into the right ventricle, resulting in undersensed p-waves and inappropriate pacing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.